Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System lock up while the z6ms was connected. The investigation is in process.

Event description:
Additional information was received and it was reported that during a heart/transesophageal echocardiography (tee) procedure, the transducer displayed a usacquisitionhw 40_ error message when it was plugged into the ultrasound system. The system was rebooted and all functions were restored. The customer acknowledged that the system was still imaging and was able to complete the intended procedure. It was not necessary to repeat the procedure as no data was lost. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional event information (see section b5), correct the brand name of the device (see section d1), update the device available for evaluation (see section d10), provide additional initial reporter information (see section e1,e2,e3), update the manufacturer's contact information (see section g1), correct the date received by manufacturer (see section g4), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for evaluation; however, during on-site visit, the customer service engineer (cse) examined the system and transducer for performance. The cse found no problems and cleared previous patient exams from hard drive to improve performance.

Manufacturer narrative:
This supplemental report is being submitted to update the follow-up type (see h2), update the event problem and evaluation codes (see h6), and update the investigation results. Investigation: the complaint of the z6ms sytem error message was investigated. The most probable cause of the issue was determined to be a distal flex electrical short due to insufficient flex reliability. This root cause was investigated through a CAPA, and the issue resolved through the service process.